Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to lcd flex torn near the lcd controller. Found the lcd flex was also not properly plugged into connector board during visual inspection. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. The insulin pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rail, case cracked and broken on the lower right hand side from the rear to the front (right edge of the keypad overlay), case was warped/bent, broken battery tube threads, serial number and end cap address labels fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump shattered. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the patient was involved in a car accident and pump was completely shattered. The customer was hospitalized due to high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.